Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump emitted multiple loss of prime warnings with multiple cartridges. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings:.multiple loss of prime warnings eaw 162 observed in the b/box with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 195. A review of the black box and alarm history showed multiple loss of prime warnings with low non zero force. The pump was exercised for 24 hours and no alarms were emitted. Force calibration testing was performed and passed.

Manufacturer narrative:
Follow-up #2 date of submission 11/07/2016- correction to manufacturer narrative, and method code: during testing, the rewind, load, and prime steps were performed successfully.